Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report MFR report# 2916837-2020-00135 was sent in error. The leakage was sheath fluid not under pressure and was contained within the instrument therefore, this is a non-reportable malfunction.

Event description:
It was reported that sample leakage occurs outside instrument when sample intake probe is open with a bd lsr fortessa¿ x-20 special. The following information was provided by the initial reporter: it was reported that there is carryover between tubes from a leaky sip. Was the leak contained within the instrument? The leak is contained within the instrument as long as the sip is closed. Was the leak in a customer accessible location? Yes; the sip. What was the fluid that leaked? Probably sheath fluid and residual fluid from the previous tube. What is the source of leak -- waste line or non-waste line? Non-waste line. As the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sample leakage occurs outside instrument when sample intake probe is open with a bd lsr fortessa¿ x-20 special. The following information was provided by the initial reporter: it was reported that there is carryover between tubes from a leaky sip. Was the leak contained within the instrument? The leak is contained within the instrument as long as the sip is closed. Was the leak in a customer accessible location? Yes; the sip. What was the fluid that leaked? Probably sheath fluid and residual fluid from the previous tube. What is the source of leak waste line or non-waste line? Non-waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.